Manufacturer narrative:
Corrected data: type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Health effect- clinical code: "1880" and "2137" should be added. Additional data: h6-health effect- impact code: "4627" should be added. B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of diopter -14.0/+3.0/95 (sphere/cylinder/axis) into the right eye (od) on (B)(6) 2022. The patient experienced excessive vault, elevated iop, inflammation, headache, blurred vision and medication was prescribed. Reportedly "persistent inflammation that is causing headache and blurring of vision which mandates continuous treatment with topical steroids that has let to persistent increased iop". The lens was explanted. The problem was not resolved. Reportedly "he doesn't intend to implant new lenses any time in the immediate future ". The reporter indicated the cause of the event as a patient related factor and unknown. - "seems that the patient has narrow sulcus. Kindly note that iop elevation is a reaction to her current steroid medication to fight the inflammation she is having from the oversizing of the lens". (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: patient related factor. Claim# (B)(6).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -14.0/3.0/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault, inflammation, elevated iop without pupil block and angle closure were observed, and steroids were provided. It was also stated, "as the patient was told by her doctor in USA: 'persistent inflammation that is causing headache and blurring of vision which mandates continuous treatment with topical steroids that has let to persistent increased iop."" Cause of the event was both unknown and a patient related factor. Reportedly" seems that the patient has narrow sulcus. Kindly note that iop elevation is a reaction to her current steroid medication to fight the inflammation she is having from the oversizing of the lens." The problem was not resolved. The reporter also stated, "as per the patient: inflammation being treated with steroids by her current doctor, (B)(6)," and "patient seems to have a narrow sulcus, measurements was done and reviewed several times by (B)(6), the patient implanted the lens in jordan by (B)(6) on (B)(6) 2022, and in (B)(6) 2022 the patient contacted him informing him that she did an examination in USA and her doctor (B)(6) informed that she has an excessive vault. As the patient is in the united states and could not come to jordan for replacement surgery, so she requested that she replaces the icl in the states, as per her current doctor, he advised that he explants and then monitor the patient for 3 months and then we proceed accordingly as she seems to have elevated iop.".